Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2000. The diameter of the proximal non-aneurysmal aortic neck was 22 mm, and its length was 30 mm. Vessel morphology is unk. It was reported that previous follow-up visits did not show that there were any endoleaks or aneurysm enlargement; however, a recent imaging surveillance showed that a type I endoleak had developed. An independent contracted physician has completed the film evaluation. The physician states that the kub peformed in 2003 indicates that there are no obvious stent fractures and there is good overlap between the stent graft components. CT scans performed in 2003 show that the aortic neck diameter is 24 mm and dilates to 30 mm at 10 mm below the renal arteries. The aortic neck dilatation caused the stent graft to migrate which consequently led to the type I endoleak. The aneurysm measures 45 mm in diameter and there was no reported fixation of the posterior aspect of the stent graft, but good fixation of the iliac arteries bilaterally and no significant growth in the aneurysm. No intervention has been performed and the pt has not been treated yet.